Event description:
It was reported that an aneurysm occurred, requiring intervention. The target lesion was located in the opening of the superficial femoral artery. A 1.85mm jetstream sc atherectomy catheter was used, followed by two 2.1mm jetstream xc atherectomy catheters for an endovascular therapy procedure to treat restenosis. During the procedure, the lesion was scraped down to the adventitia, which resulted in an aneurysm. Endarterectomy and vascular repair were required to resolve the aneurysm. The patient was reported to be in recovery.

Event description:
It was reported that an aneurysm occurred, requiring intervention. The target lesion was located in the opening of the superficial femoral artery. A 1.85mm jetstream sc atherectomy catheter was used, followed by two 2.1mm jetstream xc atherectomy catheters for an endovascular therapy procedure to treat restenosis. During the procedure, the lesion was scraped down to the adventitia, which resulted in an aneurysm. Endarterectomy and vascular repair were required to resolve the aneurysm. The patient was reported to be in recovery. It was further reported that the vessel trauma was found during a surgery for restenosis at the treatment site performed on (B)(6) 2023. It was further reported that it could not be confirmed what type of vessel trauma occurred.

Manufacturer narrative:
H6. Patient code was updated.

Event description:
It was reported that an aneurysm occurred, requiring intervention. The target lesion was located in the opening of the superficial femoral artery. A 1.85mm jetstream sc atherectomy catheter was used, followed by two 2.1mm jetstream xc atherectomy catheters for an endovascular therapy procedure to treat restenosis. During the procedure, the lesion was scraped down to the adventitia, which resulted in an aneurysm. Endarterectomy and vascular repair were required to resolve the aneurysm. The patient was reported to be in recovery. It was further reported that the vessel trauma was found during a surgery for restenosis at the treatment site performed on (B)(6) 2023.

Event description:
It was reported that an aneurysm occurred, requiring intervention. The target lesion was located in the opening of the superficial femoral artery. A 1.85mm jetstream sc atherectomy catheter was used, followed by two 2.1mm jetstream xc atherectomy catheters for an endovascular therapy (evt) procedure to treat restenosis. During the procedure, the lesion was scraped down to the adventitia, which resulted in an aneurysm. Endarterectomy and vascular repair were required to resolve the aneurysm. The patient was reported to be in recovery. It was further reported that the vessel trauma was found during a surgery for restenosis at the treatment site performed on (B)(6) 2023. It was again further report that on september 1, 2023, restenosis of the right sfa was suspected. On september 14, 2023, repeat evt was performed with the jetstream sc atherectomy catheter, during which the pseudoaneurysm was identified on angiography.

Manufacturer narrative:
B3: date of event updated to be the date the pseudoaneurysm occurred. H6: patient code updated.